Manufacturer narrative:
Historical complaint review determined an increase in complaint activity for lot number 26216un22 related to falsely elevated patient results. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 26216un22 was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. Based on the investigation, no deficiency for lot number 26216un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.140 ng/ml was reported for a patient on (B)(6) 2023. The customer recentrifuged the sample and the result was negative at <0.010 ng/ml. The customer uses a reference range of 0.000 - 0.028 ng/ml. No impact to patient management was reported.